Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an infection occurred one week post implant of the implantable pulse generator (ipg) system. It was further reported an allergic reaction is suspected due to the patient's history of reaction to metals. The ipg system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.